Manufacturer narrative:
.

Event description:
It was reported that review of a remote transmission revealed the patient received inappropriate atp therapy due to ventricular oversensing. Emi was suspected. Further evaluation was recommended. No action was taken and no further remote transmissions have been received. Patient will be monitored with scheduled follow-ups.